Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. Six days prior to the peritonitis diagnosis, the patient experienced cloudy effluent and was suspected to have peritonitis. Two days after the initial symptom onset, the patient was treated with meropenem (0.5g, discontinued after 3 days) for the event. The same day as the peritonitis diagnosis, the patient was treated with rocephin (discontinued after 13 days) for peritonitis. The cause of the events and hospitalization were not reported. The patient has recovered from peritonitis (20 days after the initial symptom onset). Pd therapy was ongoing. No additional information is available.